Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2015. The system was explanted due to infection. Subsequently, the local representative was informed that this patient had died on (B)(6) 2015. The cause of death was attributed to respiratory arrest. The patient's medical history was significant for severe sleep apnea.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.